Event description:
Ultra sonic caught fire, custome believes it was the result of a loose wire.

Manufacturer narrative:
Service tech dispatched to the facility, inspected the unit for damage. Talked wiht engineering, sent photographs. Unit in process of being replaced.